Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly and stuck at rewind complete process. Drive support cap was normal. Customer stated that insulin was not stop filling when doing fill tubing and issue during priming process. No harm requiring medical intervention was reported. The device will be returned for analysis.